Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was returned for evaluation. Gross visual, microscopic, tactile and functional evaluation were performed. During visual evaluation a partial compound break was noted and upon infusion water was noted leaking from the partial compound break. Therefore, the investigation is confirmed for the reported leak and identified fracture issue and the investigation is unconfirmed for the reported material integrity issue as the specific damage such as fracture issue was identified during the investigation. The definitive root cause could not be determined based upon the available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that one year, eleven months, and twenty-nine days post port placement, the leakage allegedly occurred when the computed tomographic examination was performed. It was further reported that the catheter was allegedly found to be damaged. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that one year eleven months twenty nine days post port placement procedure, the leakage allegedly occurred when the CT examination was performed. It was further reported that catheter was found to be damaged. There was no reported patient injury.